Event description:
The customer reported a device error. There was no pt involvement. Philips clarified the issue as a lockup/hang during operations check.

Manufacturer narrative:
(B)(4). The customer reported a device error. There was no pt involvement. Philips clarified the issue as a lockup/hang during operations check. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.